Event description:
It was reported that, "dr removed insert and replaced with 6642-5-325 total stabilizer insert. The femoral and tibial components were well aligned and well fixed. Dr's concern was the significant wear on the surface of the insert and the top of the stabilizer post on the insert was broken off completely. The two pieces were removed."

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.